Event description:
The customer reported image quality degradation while using the s8-3t. The procedure was completed normally without incident.

Manufacturer narrative:
(B)(4). The s8-3t transducer has been returned for investigation. A follow-up report will be submitted when the eval has been completed.